Manufacturer narrative:
Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. Unable to verify for alarm due to over written history. No alarm noted during testing. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error during prime. The device was not exposed to a high magnetic field. Customer was deliver a fill cannula and device alarmed again. Alarm has occurred eight times in the past month. A motor position encoder error alarm was noted in the alarm history. Customer's blood glucose was unknown. No further information reported.